Event description:
It was reported that a patient underwent an open laparotomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. All needle pieces were removed during the same procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Results: the actual needle that broke was returned for evaluation. The visual inspection shows heavy marks of instruments at the breaking point in the area of the needle eye. Conclusion: the device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01554 and 2210968-2010-01555. The same patient is represented in each medwatch.